Manufacturer narrative:
Retainer ring = black. Customer complained that their unit has damage on the battery area and the unit is not functioning properly after accidental drop. Unit received with constant critical pump error (open book image) after battery insertion. The crest software was utilized and successful, however the history download was unsuccessful since unit could not get into the join network screen. Swapped with a test pcba1 with the unit still in constant critical pump error and the unit was unable to get into the join network screen, the history download was unsuccessful again. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to critical pump error. Tested with a test p-cap and the test p-cap locked in place properly. Unit received with pillowing keypad overlay, peeling/fading end cap address label, cracked battery tube area, partially broken off battery tube threads and scratched case. Corrosion in battery tube, corrosion on force sensor assembly, lcd assembly and moisture damage on motor assembly. Confirmed there was damage to the battery tube area and the unit was not functioning properly because of a critical pump error. In addition, confirmed the unit was unable to download after several attemps. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump battery compartment was cracked. No harm requiring medical intervention was reported. The device will be returned for analysis.